Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 02/2026). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure, the tip of the catheter allegedly detached after four minutes and forty five seconds of use. It was further reported that an attempt was made to remove the catheter, but it got caught on the lesion and could not be allegedly retrieved. Reportedly, the catheter was removed and was able to be retrieved together with the tip, with nothing remaining in the body. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: received one 14s crosser cto recanalization catheter. Bunching was observed throughout the catheter. No other anomalies were noted. On visual evaluation, the device was returned with a guidewire loaded into the device and returned with a sheath loaded over the device. Bends were noted to the returned guidewire and sheath. Slight deformation was noted to the distal end of the returned sheath. Bunching was noted throughout the crosser catheter. The distal tip was seen out of the distal end of the sheath but noted to still be attached to the distal end of the catheter. However severe bunching can be seen at the device tip. On functional testing, the sheath was attempted to be removed from the catheter and was able to be removed with heavy resistance. An attempt was made to remove the returned guidewire, but it was unsuccessful. Severe bunching can be seen to the distal end of the crosser device. No breaks or detachment could be seen to any portion of the catheter. Therefore, the investigation is unconfirmed for the reported detachment as no detachment was noted on the catheter tip. However, the investigation is confirmed for the reported retraction problem as the tip is severely bunched and returned in a sheath. And the investigation is confirmed for the identified device-device incompatibility as the device was returned in a sheath with heavy resistance to remove, and returned stuck on a guidewire cannot be removed. Also, the investigation is confirmed for the identified material deformation as the bunching was noted on the distal end of the catheter. A definitive root cause for the reported detachment, retraction problem, identified device-device incompatibility and material deformation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device). H11: h6 (result). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure in the severely stenotic lesion with calcification via the contralateral approach, the tip of the catheter allegedly detached after four minutes and forty-five seconds of use. It was further reported that an attempt was made to remove the catheter, but it got caught on the lesion and allegedly could not be retrieved. Reportedly, the catheter was removed and was able to be retrieved together with the tip, with nothing remaining in the patient's body. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: received one 14s crosser cto recanalization catheter for evaluation. The detachment and bunching at the distal end of the catheter were noted. No other anomalies were noted. Due to the nature of the complaint, no functional testing was performed. Therefore, the investigation is confirmed for the reported detachment as detachment was noted on the distal end of the catheter. Also, the investigation is confirmed for the identified bunching (deformation) as material deformation was noted on the distal end of the catheter. However, the investigation is inconclusive for the reported retraction problem as the conditions of use cannot be replicated. A definitive root cause for the reported detachment, bunching (deformation) and retraction problem could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure in the severely stenotic lesion with calcification via the contralateral approach, the tip of the catheter allegedly detached after four minutes and forty-five seconds of use. It was further reported that an attempt was made to remove the catheter, but it got caught on the lesion and allegedly could not be retrieved. Reportedly, the catheter was removed and was able to be retrieved together with the tip, with nothing remaining in the patient's body. There was no reported patient injury.